Event description:
During a ventricular tachycardia ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. A therapy cool path duo ablation catheter was advanced via retrograde approach and mapping was performed in the left ventricle. The catheter was then noted to be in the epicardial space and the patient became hypotensive and diaphoretic. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.